Event description:
It has been reported to philips that there was no image on the flex monitor. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the no image on the flex monitor. Upon further inspection, fse found that dvi 16x16 matrix was not working due to power supply and also l-arc power supply was faulty. Later, fse replaced the dvi matrix power supply and restored the system monitor. After the replacement of dvi matrix power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.